Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. The patient developed groin cellulitis requiring intravenous antibiotics and hospitalization. Since that admission, the patient developed an open wound over the pump in the upper left hemi-scrotum which drains and some minor voiding issues. The cellulitis has been resolved. A surgical procedure was performed during which the existing ipp was removed without complications.

Manufacturer narrative:
The exact event date, implant and explant date were not available, therefore the date 09/01/2023 and 09/01/2024 were used as estimate respectively.